Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced elevated blood glucose while ill after one week of ilet use and temporarily reverted to a prior medtronic pump for glycemic control, then later restarted ilet therapy with assistance to power on the device and pair the dexcom g6 cgm after previously being connected to a dexcom receiver. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resumption of therapy following troubleshooting and education. Investigation included technical support guidance for cgm pairing and therapy re-initiation. Investigation of this case revealed no device malfunction reported and user education provided. It was concluded that the cause of hyperglycemia was unclear and the device performed as expected after re-pairing and re-initiation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.